Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reiterated previously reported information and reported they were still not seeing control of their bladder. The manufacturer representative (rep) was contacted to update them on the patient¿s call. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had not had any therapeutic effect since implant. The caller stated the patient went to the bathroom 19 times on wednesday and 23 times yesterday. The caller stated the patient felt like they had to go but only goes a little. The patient could feel stimulation but wasn¿t getting any relief. The caller wanted to switch programs, the patient was on program 3 at 0.9v and changed to program 1 at 1.0v. The caller would monitor symptoms and follow up with the healthcare provider if they don¿t resolve. On (B)(6) 2019 the caller called back repeating information and reporting that since the last call and change to program 1 the patient¿s bladder had been running 21-22 voids in a 24-hour period. The caller noted on program 3 they had 19, 23, and 21 voids. The caller increased from 1.0 on program 1 to 1.4. The caller was advised to continue working with the healthcare provider and they noted an appointment late the following week. The caller noted they may call back if they need further support. Additional information was received from a consumer indicating that the patient¿s kidney function discharge had not changed, the patient went to the bathroom 20-something times on an average day. The caller stated the patient started at 3, then went back to 1, but were now on program 4 at 0.7 and had been as high as 0.9. The caller stated the patient could feel stimulation at times, but it would then go away. The caller stated the patient was implanted for overactive bladder and the reason for the call was to get information before the patient¿s doctor appointment to discuss therapy. Additional information was received. The patient's friend/family member called stating they had a kidney stimulator installed, as of the day of report it did not work to control the kidneys. The patient had a catheter in at the time of the report due to overactive bladder, they were up like 30 times in a 24 hour period to go to the bathroom and this helped them get some rest. They reported the stimulator had not worked despite many program changes. The tech was not responding and they needed someone to work with them to get the settings right. They had been working for 2 months with a device that did not work, the patient still had overactive bladder. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the catheter was still in the patient. When asked if the stimulation sensation going away, had been resolved it was reported that it was not resolved, and it had only been in place for 4 months and still didn't work. In a second response the patient indicated the circumstances that led to the stimulation sensation going away were that it hadn't worked since installation. The patient indicated the steps taken towards resolution were that a catheter was put in to give them some rest. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The caller repeated the patient had not experienced any improvement in overactive bladder symptoms since implant. They said they had adjusted the setting as high as the patient could tolerate on all 4 programs. Caller was looking to schedule a reprogramming session, it was noted that if this didn't help the next step was going to be the use of a catheter.